Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with nerve and diaphragmatic stimulation on the right side. The right atrial (ra) lead was found to be dislodged. No capture and undersensing of p waves was also noted on the ra lead. The ra lead was reprogrammed off. No further patient complications have been reported as a result of this event.